Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0203201715 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after a peg tube was placed (at a different hospital), the nurse attempted to remove via traction, but the tube snapped, leaving the bumper inside the patient. Surgery was required to remove the bumper from the old stoma tract. Per additional information received 02 mar 2020, the patient underwent surgery to remove peg fragments that were retained in stoma. The patient was admitted to the hospital for this surgery from (B)(6) 2020 through (B)(6) 2020, and then was readmitted from (B)(6) 2020 through (B)(6) 2020. The surgical team inserted a foley catheter into the stoma site, and reported that it must stay in place for three weeks, starting (B)(6) 2020. The patient will have the foley catheter removed on (B)(6) 2020, along with possible surgical closure of the stoma. The patient is currently medically improving but still complaining of pain in the stoma area. The patient is also receiving treatment for concurrent prostatitus. No further information has been provided at this time.

Manufacturer narrative:
The device history record for lot 0203201715 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.